Manufacturer narrative:
All buttons function properly. However corroded keypad traces noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that a button was not responding on the customer's insulin pump. The customer stated the insulin pump was dropped a few times and exposed to moisture. The customer's blood glucose level was 18 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.